Event description:
It was reported that the housing opened into the sterile surgical field during a medical procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of housing opening up did not confirm, upon functional evaluation the technician concluded that the guide rails on the battery housing were broken due to a chemical attack. Chemical attack can occur as a result of improper sterilization practices, including improper rinsing, or use of improper concentration of a basic disinfectant.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the housing opened into the sterile surgical field during a medical procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.